Event description:
It was reported that a user believed the pump delivered excessive insulin after approximately 50 units were dispensed over several hours while the system delivered corrections in response to elevated glucose and the user did not perform meal announcements as recommended. Symptoms included perceived overdelivery of insulin without reported hypoglycemia or other adverse clinical effects. Outcomes included no hospitalization and referral for additional training on meal announcement use and potential assessment of insulin needs. Investigation included review of use history, education on proper cartridge filling and supply change steps, and collection of blood glucose questionnaire information. Investigation of this case revealed user technique concerns, including intentional cartridge overfilling that can promote leakage at the connector, and missed meal announcements that prompted repeated corrective dosing by the automated system; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to improper cartridge handling and failure to announce meals.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.